Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter needle would not retract due to the button being jammed. The following information was provided by the initial reporter: "after unsuccessfully attempting peripheral IV placement on patient and removing catheter/needle from the patient, clinician pushed the button to retract the needle; however, the button was jammed and the needle did not retract. Needle was safely recapped and place back in packaging and then into lab bag to set aside for reporting of equipment malfunction."

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter needle would not retract due to the button being jammed. The following information was provided by the initial reporter: "after unsuccessfully attempting peripheral IV placement on patient and removing catheter/needle from the patient, clinician pushed the button to retract the needle; however, the button was jammed and the needle did not retract. Needle was safely recapped and place back in packaging and then into lab bag to set aside for reporting of equipment malfunction."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.